Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/05/2020. Additional information was requested and the following was obtained: 1. When did each device had needle pull off in this procedure? The doctor used j494g after first bit ,just lightly pulled ,then the needle and suture of j494g were separated. 2. How was case completed? The doctor changed to use polysorb.

Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device lot (B)(4), and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. When did each device had needle pull off in this procedure?- found separated in packaging after opening?or separated while dispensing (before use on patient)? Or separated while actual suturing (during use on patient)? How was case completed? Note: events reported in 2210968-2020-00342, 2210968-2020-00343, 2210968-2020-00344, 2210968-2020-00345, and 2210968-2020-00346.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2019 and suture was used to close the wound. During the procedure, the suture and needle separated. There were no adverse patient consequences reported. Additional information has been requested.